Event description:
It was reported that balloon rupture occurred. The patient presented with intermittent claudication. The 90% stenosed target was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured vertically at the center. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and patient condition was good.